Event description:
It was reported during a lead and stimulator replacement procedure (see MFR #3007566237-2011-09031), there were high impedances after the stimulator was implanted. The stimulator remained implanted and the surgery was concluded. Following the surgery, the patient had "good" stimulation and therapy results. The high impedances were not resolved, and the device was programmed around the high impedances. There was no patient injury, and the patient recovered without sequela.

Manufacturer narrative:
Concomitant medical products: lead model 3093 lot #v819353 implanted: (B)(6) 2011.